Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer misread sample ID (B)(6) as (B)(6) with a no match on the printout submitted by the customer. The customer stated that an incorrect patient report was sent to the doctor due to the barcode misread matching another patient at the lab information system (lis). The customer realized the misread because of delta check at lis and noticed that ID number read did not match the tube ID. The sample was rerun and label read correctly upon rerun. A corrected report was sent to the doctor before any treatment was started. Based on the information available, there was no effect to patient or user.

Manufacturer narrative:
Based on previous information obtained for this customer, barcode labels are received from many areas of the hospital. Previous sample barcode labels provided for evaluation from this account failed lh700 series label specifications for reflectivity of media, with visual inspection showing voids and rough edges in the bars. The account uses codabar labels with check sum disabled. Per product labeling: "use of bar codes is an extremely accurate and effective method of positive patient identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". Bec field service engineer (fse) was dispatched on (B)(4) 2011, and performed barcode reader alignment. 5. The root cause for this event is unknown, but may have been related to the mis-alignment.